Event description:
A customer contacted beckman coulter inc (bec) to report total/direct bilirubin calibrator box was received wet and damaged. The customer refused to accept the box. No injury or exposure was reported.

Manufacturer narrative:
Replacement was sent to customer. (B)(4).